Manufacturer narrative:
The device used for treatment was returned for evaluation. The reported problem was visually confirmed. The snap-lock nut is sheared off and broken. The snap-lock is the old style (without the pin). A functional evaluation was performed and the reported problem was confirmed. The handpiece was not able to home during a case. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the handpiece and failure mode(s) "jamming / seizing" identified similar events. The most likely cause of this event is the mechanical failure of the snap lock. As a part of corrective actions, more robust design of the snap lock has been released.

Event description:
It was reported that the hand piece would not home during the start of the case. Switched out hand pieces and ran a few hand piece tests after the case. The first test showed a 44 torque. The second test resulted in a 24 torque. The last test resulted in 14 torque. The hand piece was thoroughly lubed before sterilization. No patient involved. Delay of less than 30 minutes reported and back-up device was used.